Manufacturer narrative:
E1 complete initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had image with many bright spots. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.